Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood backup was occuring in the bd microbore¿ tri-fuse extension set. Report 2 of 2. Verbatim: hello, have another trifuse issue yesterday, caused a newly inserted PICC line to have blood backup the line as if the system was open, only able to stop blood backing up after the trifuse with filter bd set was removed and used an old non-bd trifuse and add on filter, the problem stopped. This is the second time we have had this issue on a newly inserted PICC line, the last one actually clotted a few hours after insertion and had to be removed, not sure if this is the same issue but curious. I saved the trifuse in question and well send in both with the provided shipping label. Upon inspection this second set is also leaking from the vent hole.

Event description:
It was reported that blood backup was occuring in the bd microbore¿ tri-fuse extension set. Report 2 of 2. Verbatim: hello, have another trifuse issue yesterday, caused a newly inserted PICC line to have blood backup the line as if the system was open, only able to stop blood backing up after the trifuse with filter bd set was removed and used an old non-bd trifuse and add on filter, the problem stopped. This is the second time we have had this issue on a newly inserted PICC line, the last one actually clotted a few hours after insertion and had to be removed, not sure if this is the same issue but curious. I saved the trifuse in question and well send in both with the provided shipping label. Upon inspection this second set is also leaking from the vent hole. (B)(4).

Manufacturer narrative:
H6: investigation summary 1 sample received by the customer for investigation. It was reported by customer that the newly inserted PICC line had blood backing up in the line. Prior to functional testing the sample was visually examined for defects and abnormalities. No defects or abnormalities were observed. The sample was then attempted to be flushed with water solution using a 10ml bd syringe. Leakage from filter vent was observed, which is causing the backflow. Quality notification send to supplier. After the investigation from the supplier, potential root cause is that the hydrophobicity of the membrane was compromised. The hydrophobicity of the membrane was able to be restored. The compromise of the membrane was most likely due to the drug. A device history record review for model mz9270 and lot number 23029243 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25feb2023 and 28feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot.